Event description:
Related manufacturer reference number: 2017865-2023-17796. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.